Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip was not releasing properly on one side of the medium-large clip applier instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.